Event description:
On (B)(6) 2014, the distributor contacted animas and alleged the following: the battery cap is so tight it can't be removed. This problem was not previously noted, and no cracks or damage to the pump are visible. There is no indication that the pump caused/contributed to an adverse event. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2014 with the following findings: the battery compartment and cartridge compartment are undamaged, the return cap was able to fit the pump and to maintain electrical connection, has damage on the top slot. Unrelated to the complaint, the display is dim and pinkish.